Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set was leaking from the distal port. The leak was discovered during an unspecified process step. There was no patient involvement. No additional information is available.